Event description:
It was reported by a technologist that a patient claimed of experiencing hearing loss after receiving a MRI brain exam in (B)(6) of 2010. The technologist indicated that there was no confirmation of the patient being diagnosed of hearing loss. The technologist also indicated that ear plugs were used during the exam for hearing protection. No additional information pertaining to the patient or the details of the event is available at this time. Ge healthcare is currently attempting to obtain additional information from the MRI supervisor.

Manufacturer narrative:
Ge healthcare has initiated an investigation of the report. (B)(6).